Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the spring came off flexion/ extension gap balancer before use to patient. This is what occurred for both instruments being returned. No surgical delay.

Manufacturer narrative:
Product complaint # ==> (B)(4), investigation summary ==> examination of the returned device revealed the locking mechanism is missing. The investigation could not identify a root cause for the missing balseal spring without the spring component to examine. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: d10 corrected: h3